Manufacturer narrative:
The device was returned for evaluation connected at the distal end of a non-ICU medical infusion pump. The sample was pressure tested for leak and met performance specifications. The lot review was reviewed and there were no non-conformance's found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received and evaluation is in progress.

Event description:
The customer reported that the fluid leaked from near o-ring of spiros that was connected to a non-ICU medical product. The drug involved is fluorouracil. The event occurred soon after use of the device. There was no patient involvement and no adverse event.